Event description:
It was reported that a patient underwent a total hip replacement procedure on (B)(6) 2011 and suture was used. The suture came apart from the needle at the swage during use. There was no adverse patient consequence.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.